Event description:
The patient reported a single tone alarm had been sounding for 3 to 4 days and they were experiencing increased back pain over the past week. The patient also reports having had a radiation treatment approximately one week prior. The next scheduled refill of their pump is at the end of january. Additional information has been requested from the hcp, but was unavailable on the date of this report.